Event description:
Patient treated for "redness/vascular" issues on the face. Patient developed blisters that resulted in "divot scars".

Manufacturer narrative:
The treatment was (B)(6) 2011 but the adverse event was not reported to cutera until (B)(4) 2011. It is unknown what the wound care was for the reported burns. It was reported that the burns "healed with divot scars". The laser was evaluated and found to be operating within specification.